Manufacturer narrative:
H11: additional manufacturer narrative. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from france a 88-year-old with a 27mm carpentier edwards valve implanted in mitral position underwent a valve-in-valve procedure after unknown implant duration due to degeneration leading to moderate stenosis (mg 11 mmhg) with intra-prosthetic leak. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device. As reported, the patient was noted as to be fine.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. IFU review unable to be performed as the model is unknown. A DHR review is unable to be performed because no lot/serial number was provided. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.